Manufacturer narrative:
(B)(6). International UDI: (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch panel did not respond. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to prevent future failure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.